Event description:
It was reported, the pt lost stimulation and his system would not turn on. Diagnostic testing revealed high impedance readings. Follow-up identified the pt's lead was explanted and replaced on (B)(6) 2013. Effective stimulation was restored as a result of the procedure.

Manufacturer narrative:
Evaluation: results: complaint was confirmed for "invalid impedance". Microscopic inspection of the returned lead revealed broken wires 16.5mm distal to the stimulation end. All lead channels measured open due to the broken wires. The broken wires were consistent with an overstress condition the lead was subjected to while implanted. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.